Manufacturer narrative:
Concomitant medical product: c6tr01 crtp, implanted: (B)(6) 2016; 1258t86 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure. It was also reported that the right atrial (ra) lead exhibited intermittent oversensing and undersensing on the atrial lead on stored electrograms (egms). The ra lead remains in use. No further patient complications have been reported as a result of this event.